Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not syncing to the server. A technical support specialist (tss) remotely connected to the station and reviewed the data sync logs, identifying a manual recovery error due to an invalid change tracking version. The recovery procedure outlined in knowledge article, manual recovery required datasyncinvaliduploadchangetrackingvalue was applied, data sync and maintenance services were restarted, and the station was rebooted into the application. Log validation confirmed successful uploads and stable change tracking values, and station communication with the server was verified as restored and stable. Later customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was disconnected from the network for approximately two weeks due to construction and stopped syncing with the server, and although the connected port was live and functional, the station did not resume syncing on its own. However, there were no delays or adverse events or injuries reported based on this event.